Event description:
It was reported that during a mastectomy procedure, some clips formed teardrop-shaped and some clips fell off the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that only one unformed clip was return for analysis, event describe could not be confirmed as no cartridge or instrument were return for analysis. No lot or batch were provided, bhr could not be performed.